Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a decanav electrophysiology catheter and the catheter was not in the plastic tube in the packaging and was kinked up. The issue was noticed right after opening the catheter. The catheter was replaced and the problem was resolved. The case continued. No patient consequences were reported.

Manufacturer narrative:
On 22-oct-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a decanav electrophysiology catheter and the catheter was not in the plastic tube in the packaging and was kinked up. The issue was noticed right after opening the catheter. The catheter was replaced and the problem was resolved. The case continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed a bent in the shaft of the device. No additional testing was performed, as no pouch or original packaging was returned to analysis site. A manufacturing record evaluation was performed for the finished device lot number 31708278m and no internal action was found during the review. The bent shaft reported by the customer was confirmed. The potential cause of the bent shaft could be related to the manipulation of the device before the procedure or during the shipping process; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: do not use if package is damaged. Do not use if package is opened. The open pouch reported by the customer could not be confirmed during the analysis due to product returned condition, other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-sep-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).